Event description:
Dexcom g6 sensor reading 104 mg/dl. Checked on finger stick and reading is 64 mg/dl. Been feeling sick all day and I wonder if it is because dexcom has allowed my blood glucose to be low all day.